Event description:
(B)(6) yo female presented on (B)(6) 2015 with very proximal tight tracheal stenosis for treatment. Her past history was that she experienced an acute myocardial infarction requiring extensive intervention for stabilization with subsequent placement of a drug eluting stent. During her immediate and subsequent prolonged initial recovery she remained intubated for approximately four months thus required a tracheostomy. Since recovery she developed a tracheal stenosis after closure of her tracheostomy but is not a surgical candidate for tracheal resection due to her medical history and ongoing medical problems. She presented for intervention of her tracheal stenosis due to respiratory issues and was offered treatment with spray cryotherapy. She required balloon dilation of a tight stenosis in order to place a 8.5 mm endotracheal tube prior to use of spray cryotherapy. The et tube was backed up to reveal the site of stricture and the tissue was treated with two 5 second sprays, each timed after achieving tissue frost. Then a repeat balloon dilation was performed and a second treatment of two 5 second sprays after frost was performed. The patient was stable during the procedure and initially in the recovery room but developed subcutaneous emphysema and respiratory compromise while still intubated. During her management decreased breath sounds were noted on the left chest and a chest tube was placed. Chest x-ray revealed bilateral pneumothoraxes and a chest tube was placed on the right side as well. Although the patient had a difficult initial balloon dilation and intubation, the use of spray cryotherapy as the cause of the pneumothoraxes could not be ruled out. The patient remained hospitalized for several days with resolution of her medical issues and was discharged home.